Manufacturer narrative:
Additional narrative: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, after an unknown procedure, a modular hand plate and screws were removed from a proximal phalanx for an unknown reason on monday, (B)(6) 2021. Patient condition is unknown. This report is for one (1) unk screw. This is report 2 of 2 for (B)(4).